Event description:
Minimed pump gave a strange error 63 "delivery stopped" which I cleared. Then I noticed it showed my cartridge was empty out of nowhere. I then followed the steps to put in a new cartridge even though it wasn't really empty. The pump seemed fine after that.